Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The customer was able to complete the rewind process; however, the pump received a motor position encoder error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected off no power alarms noted. The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery and another error alarm was found in the alarm history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No check setting alarms noted. The pump had minor scratches on the display window, a cracked reservoir tube lip and missing end cap sticker.